Event description:
It was reported that in anesthesia prior to insertion, the swg kinked when passing through the ars. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4).